Event description:
It has been reported to philips that the fluoroscopy did not expose properly. The system use at the time of event was unknown. There was no reported patient or user harm. Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that during the table rotation time, the fluoro didn't expose properly. Review of the log files confirmed the reported malfunction. The fse checked the system and found an issue with the cable connection between the foot switch and ad7 table. The fse corrected the connection between the foot switch and ad7 table to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.